Event description:
The customer reported the system cable has visible wear and tear. The machine is in working condition.

Manufacturer narrative:
The ge svc rep verified the problem. He replaced the interconnect cable using esd procedures. The rep tested system, system fully functional as intended.